Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files. On (B)(6) 2024 at 10:46:01, the log file associated with heartmate 3 system controller, serial number: (B)(6), captured driveline communication fault alarms due to comm b faults. The alarms were active until the driveline and power cables were disconnected on (B)(6) 2024 at 08:55:22; this is consistent with a system controller exchange. The driveline communication fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. Additional log files associated with the new heartmate 3 system controller, serial number: (B)(6), showed the system operating as intended. The returned modular cable, lot number: 10374686, was visually inspected and discoloration of the outer jacket and both controller and inline connector bend reliefs was observed. Upon connecting the modular cable to the returned system controller, serial number: (B)(6), and a known working test system controller a driveline communication fault alarm activated. The resistances of the underlying wires of the modular cable revealed an open loop on the yellow wire. The remaining resistances and insulation passed testing. The outer jacket and protective layers were carefully removed to inspect the underlying wires, revealing the yellow wire was broken, and the remaining wires were kinked near the inline connector bend relief. The yellow wire is associated with the communication b values. The provided information indicated the driveline communication fault alarms resolved after the modular cable and system controller were exchanged. The root cause for the driveline communication fault alarms was determined to be due to wire fatigue; however, a root cause for the broken yellow wire and other kinked wires was unable to be conclusively determined. The device history records were reviewed, and the records reveals that the heartmate modular cable, lot number: 10374686, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with reports of driveline fault alarm. It was noted that this alarm occurred while switching from mpu to battery. The patient was at the time in emergency department for further evaluation. Device interrogation showed driveline communication fault at 10:48am with multiple low voltage alarms. Log files confirmed driveline communication fault/ communication b fault beginning on (B)(6) 2024 at ~10:45am. The ebb use count was at 35 since the reset on (B)(6) 2024 which is a high rate of occurrence. System controller and modular cable were successfully exchanged on (B)(6) 2024 morning. Of note, the integrity of the proximal portion of the driveline was noted to be intact on x-ray. As advised, 25+ power cable disconnects were conducted. Parameters remained stable post exchange. Log files post exchange did not display any further driveline communication fault alarms.